Event description:
The customer reported that there was steam coming from the cord for her pump's power supply and that it was very hot.

Manufacturer narrative:
In follow up with the customer, she indicated that she did not see a fire, but did notice smoking, melting and sparking. She also indicated that no injuries were sustained as a result of the issue and that the replacement power supply is working without issue. In summary, a breach in the outer insulation of the cord at the strain relief was present and resulted in a short circuit which caused the cord to spark, which poses a risk should it come in contact with a combustible material. CAPA ca10-049, approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l follow up actions will be established as a result of the CAPA process. Eval summary: a visual examination of the transformer revealed no deformation on the housing and no holes or openings in the transformer housing. Exposed wires were observed on the cord, along with signs of melting and discoloration on the dc cord insulation. The power supply was plugged in and the voltage across the dc plug was measured at 0.00vdc, which indicates that it is not working properly. No smoke, fire or sparking was witnessed. The resistance across the ac blades measured an open circuit, which is not normal and indicates that the thermal fuse did blow. The resistance across the dc plug measured at 1.1 ohms, which indicates a short. The break in the insulation is the source of the short circuit. The exposed wires are on the dc side of the transformer.